Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was unable to start therapy due to probe out of range alarm (14) in an arctic sun device. Recommended to first try replacing the temperature in cable. They would need to call another department to find a device. If this did not resolve the issue, they should replace the probe. Per follow up information received via task on (B)(6) 2026, spoke with nurse who confirmed a cable replacement fixed the issue. The temperature displayed and device was able to run therapy. Therapy was continuing at this time.